Event description:
The doctor reported that a child, 3-5 years old, during a tonsillectomy and a denoidectomy was burned on the lip. The tip of the suction coagulator was in the naso-pharynx area when arcing occurred at mid-point of the shaft to the child's lip, causing the burn. The doctor later determined the burn to be minor.